Event description:
It was reported to philips that the system's host computer was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, the fse identified that the motherboard battery had low voltage in the host pc. The fse replaced the bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.